Event description:
Report of explant of device due to "infect pump site - evisceration of pump" rec'd per device returned product report. Report of surgical procedure to move pump from one site of body to another was reported by MFR's rep in 2001. F/u with hcp revealed the onset/diagnosis of the infection was two weeks prior with symptoms of redness, swelling, drainage, incisional wound opening and pocket erosion. The primary site of the infection was the device pocket. No culture was obtained. The pt was treated with IV and oral antibiotics and total device system explant. The infection has resolved. The pt risk factors include chronic infection and decubitus ulcers.